Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The mitraclip instructions for use (IFU) states: do not re-use the cds after removal. Replace the cds with a new device. Reinserting the cds after removal may result in inability to open the clip. Inability to open the clip may result in valve injury or lead to deployment of the clip in an unintended location. There is no indication that user technique contributed to the reported events. All available information was investigated and the reported difficulty grasping the leaflets appears to be related to challenging patient morphology/pathology. A definitive cause for the reported sleeve steering issue and subsequent misaligned alignment markers during cds removal could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for the clip delivery system steering issues. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium. When m-knob was applied, the cds would steer posterior. The cds was removed, and the blue alignment markers were no longer aligned. The cds was re-keyed and could be steered correctly with m-knob. After reaching the mitral valve, grasping was difficult due to the anatomy and it was noted that the steerable guide catheter (sgc) would not steer properly. Anterior torque of the sgc went lateral, and posterior torque went medial. Due to the swinging of the sgc, visualization of the clip was difficult. The p-knob was applied, but it was still not possible to grasp both leaflets. The cds was removed and the procedure was discontinued. The patient remained stable. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.